Manufacturer narrative:
Updated data: section d information references the main component of the system. Other relevant device(s) are:¿ product ID {d-evolutfx-2329}; product lot/serial number na; use by date na; UDI na h6 - imf code updated for the concomitant device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, pericardial effusion was observed. Subsequently, 180 cubic centimeters (cc) were drained, and the patient stabilized.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, pericardial effusion was observed. Subsequently, 180 cubic centimeters (cc) were drained, and the patient stabilized. Additional information was received that a non-medtronic guidewire was used during the procedure. During the implant procedure, the patient was hypotensive due to the pericardial effusion. Per the physician, the cause of the hypotension and pericardial effusion was thought to be due to the non-medtronic guidewire; however, it was unknown whether the valve and delivery catheter system (dcs) caused or contributed to the hypotension and pericardial effusion.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, pericardial effusion was observed. Subsequently, 180 cubic centimeters (cc) were drained, and the patient stabilized. Additional information was received that a non-medtronic (safari) guidewire was used during the procedure. During the implant procedure, the patient was hypotensive due to the pericardial effusion. Per the physician, the cause of the hypotension and pericardial effusion was thought to be due to the non-medtronic guidewire; however, it was unknown whether the valve and delivery catheter system (dcs) caused or contributed to the hypotension and pericardial effusion. Additional information was received that the hypotension occurred during advancement, and the pericardial effusion occurred at the end of the procedure. The patient's small left ventricle was noted as a contributing factor to this event.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.